Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat urinary incontinence, uretovaginal prolapse, and cystocele and mesh was implanted along with the concurrent procedures of lavh, anterior colporrhaphy with pinacle system, and cystoscopy. It was reported the patient experienced mesh exposure and had small portion of mesh excised on (B)(6) 2008. It was reported the patient underwent cystoscopy and mesh revision on (B)(6) 2012.